Event description:
It was reported that during a laparoscopic stent placement the device was found to be defective. It was not clear whether the device was used on a pt. There was no pt injury. This report is being filed for the findings upon device evaluation. Additional information was requested, but not additional information was available.

Manufacturer narrative:
Final device investigation found that the device was returned with the black pin on the sleeve cone detached. Upon evaluation, the device was pressure tested. The sleeve showed no signs of leaking when tested by itself, but showed signs of leaking when the obturator was inserted into the sleeve. The device history record was reviewed and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.